Event description:
It was reported that a 28 cm (11") set ambrato per infusione 2 clave® connector, perforatore con filtro generated a leak during patient use. During disconnection, the chemotherapy bag became disrupted from the chemotherapy tree at the level of the blue cap (under the cap). The product found on the floor could have been carfilzomib or saline solution physiological saline solution, the moment of the disconnection is unknown. The patient may have not received their treatment. The patient's health condition was stable, no one was harmed during the incident, no adverse events were noted, and no blood loss. There were no visible damages to the device before use and the filter was not cracked. There was no exposure to a cytotoxic product for the patient or a healthcare provider, the leak was onto the floor, unknown what solution leaked, the physiological saline solution or the proteasome inhibitor. The leak was not cleaned using a special kit and the mop used has been thrown away into a garbage bag for contaminated waste. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) used sample list #011-h1367 connected with an unknown, infusion set and sodium fresenius 0,9% kabipac fresenius kabi 500 ml bottle lot #15shc900 were returned for evaluation. As received, one of the claves was observed to be broken off from the trifurcate connectors. The bond was analyzed using uv light and it was found that there was insufficient solvent applied at the bond interface. Complaints of leaks can be confirmed. The probable cause is due to insufficient solvent applied during manual process assembly at the manufacturer. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.